Event description:
The customer reported that they had difficulty tracing fetal heart rate (fhr) during maternal activity and delivery. Nurses report that it is very difficult to distinguish between maternal and fetal heart rate both by auditory distinction as well as the recorded visual tracing.

Manufacturer narrative:
(B)(4). The customer reported that they had difficulty tracing fetal heart rate (fhr) during maternal activity and delivery. Based on the info available on(B)(6) 2011, this customer reported a severe negative outcome with a baby and philips will file a report in abundant caution because we have not been able to rule out the possibility of a serious injury while using this monitor. Philips has not rec'd details about any serious injury or emergent care given to prevent serious injury. It is claimed in the customer feedback (B)(6) text by the customer that the avalon fm50 fetal monitor - differing audible fhr output compared with the print fhr trace and - switching between the fetal and maternal hear rates, when the moms are pushing. This is not a device malfunction. This is a customer dissatisfaction issue. A formal analysis has shown that the avalon series monitors meet all known standards for safety that we are aware of. Since the reported issue is consistent with the known, expected and documented behavior (in the instructions for use) for this design, we will not consider this as a malfunction. Any allegation where there is a statement of inaccurate output readings, and if not properly addressed, may lead to unnecessary interventions (such as a cesarean delivery), failure to identify the need for interventions, and failure to identify fetal distress," the inaccuracies described include but are not limited to: halving or doubling of the fetal heart rate (fhr), switching between the fetal and maternal heart rates, differing audible fhr output compared with the printed trace, delaying of fhr display upon repositioning of transducers, false decelerations (false positives), noisy or erratic signals. When the device is used per product labeling (IFU), the performance of devices of this design is safe and effective for monitoring babies and mothers perinatally. The described types of inaccuracies are inherent in the ultrasound monitoring technique, are obvious to trained users, and pose minimal add'l risk. "Switching between the fetal and maternal heart rates and differing audible fhr output compared with the printed trace is described in the literature as a known limitation of ultrasound fetal monitoring. It is often caused by fetal or maternal movements and uterine contractions where the fetal heart is moved out of the ultrasound beam. Similar events have also been reported with the series 50 fetal monitors including audio signal differing from printed traces. Such situations are usually being resolved by user interactions, i.e. Repositioning of the transducer." In order to support our customers in the continued safe use of avalon series fetal monitors, a mandatory (B)(4) was published and outlines measures that can be taken to help clinicians in situations where the fetal heart trace is unclear. While some of this info repeats or emphasizes the monitor's existing instructions for use, philips also provided add'l info on artifact often seen in ultrasound fetal monitoring and best practices in obtaining strong ultrasound fetal heart signals. Philips has also developed a field change order (B)(4) which was released in may 2011, new ultrasound transducer and telemetry interface firmware available. Philips is in the process of obtaining add'l info regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.